Manufacturer narrative:
(B)(4). Concomitant medical products: 00771301200- modular femoral stem press-fit plasma sprayed cementless size 12.5- 62044942; 00784800300-modular neck s 12/14 neck taper use with +0 heads only-62071300; 00801803202- femoral head sterile product do not resterilize 12/14 taper-62087051; 00631004832- liner 10 degree elevated rim 32 mm i.d. For use with 48 mm o.d. Shell- 62060865; 00625006530- bone scr 6.5x30 self-tap- 62073711; multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-01221, 0001822565-2020-01223, 0001822565-2020-01224, 0001822565-2020-01229. Reported event was confirmed via medical records. Review of medical records and x-rays by a hcp concluded poly wear in the acetabular component with lucency superiorly at the acetabular component/bone interface suggesting loosening. Lucency also noted laterally adjacent to the proximal femoral stem and at the tip of the femoral component suggesting loosening. Device history record (DHR) was reviewed and no discrepancies were found. A definitive root cause for the corrosion and loosening cannot be determined. As the reported infection occurred greater than one year from implantation, the patient did not show signs or symptoms of infection within the first year, and the devices were sterilized per specification, it is unlikely that the reported infection is related to the implanted zimmer biomet devices. The product operated within specification. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported patient underwent a left hip arthroplasty approximately 4 years post implantation due to deep periprosthetic infection with altered local soft tissue reaction. During the procedure severe corrosion present at the femoral head junction and mild corrosion at the stem junction. All components removed. Attempts have been made and additional information on the reported event is unavailable at this time.